Manufacturer narrative:
The customer did not provide any additional information or data for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for igg on a cobas 8000 c 702 module. The initial result was 5.64 g/l. The initial result did not correspond to the electrophoresis result. An "aliquot from special proteins" was run with a result of 12.49 g/l. This result corresponded to the electrophoresis result. It is not known if the questionable low result was reported outside of the laboratory. The igg reagent lot number and expiration date were not provided.

Manufacturer narrative:
Na.